Event description:
A 26 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported after deployment of the stent grafts there was a proximal type I endoleak. The physician placed an aortic cuff and the endoleak resolved. No clinical sequelae were reported, and the pt is reported to be fine.